Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.  Reported events - 4 events were reported for this quarter.   Product return status - 4 devices were received for evaluation. Evaluation status - 2 reported events were confirmed during testing. - 2 devices were found to be affected by wear damage to the sag head. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by wear damage and electrical component failure. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information - 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact.